Manufacturer narrative:
(B)(4). Concomitant medical product: allergan lap band. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic adjustable gastric band insertion procedure on unknown date between 01/2007 and 08/2011 and the suture was used to perform interrupted gastrogastric stitching. During the procedure, the first stitch was placed at the upper part of the fundus, as near as possible to the left crus, taking a deep bite into the fundus and to the stomach above the band just to approximate both sides of the stomach without undue tension. The stitches were deeply stitched into the wall of the stomach with good bites taken above and below band before the knot is tied. The inflation port was fixed in the epigastric area after exposure of the rectus sheath, and stitches were inserted with good bites into the sheath before fixation of the port. The patient possibly was admitted postoperatively to the intensive therapy unit for management of sleep apnea. Following the procedure, the patient possibly experienced acute or chronic gastric prolapse, dysphagia twenty four hour after surgery or four weeks after surgery for tight band, band erosions, inflation port problem, dislocation of the port, port infection and/or abdominal pain. To treat outcomes, the patient underwent possibly a reoperation, band repositioning, band changing to ap large, band removal, conversion to bypass, revision of the port site, port repositioning or the port removal with another port insertion. Additional information has been requested.